Event description:
It was reported that during a knee procedure on (B)(6), 2011, a drill bit broke and a piece of the drill bit was retained by the pt. The surgeon re-operated 3 days later on (B)(6), 2011 to remove the piece of drill bit. No knee implants were removed. The remainder of the drill bit was discarded by the hosp. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unk. MFR date - unk. Corrective actions have been implemented to address this late MDR. This report was filed (B)(4), 2011.